Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A lot number was also not provided, and so a DHR could not be performed.

Event description:
The initial reporter stated that the administration set was leaking. Mmdg did attempt to gather more information about the complaint, however, the only information available was that there was no medical intervention required. [(B)(4)].